Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012218697 was returned and analyzed. Visual inspection showed the catheter was received without a guidewire threaded through it, and no guidewire was included. The steering function was stuck, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was stuck, and the shape of the capture device was unremarkable, with no atypical features. Additional visual inspection revealed that the spiral array was kinked at e1 and distal arm was pinched and ribbed. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. During mechanical verification of steering and the slide mechanism showed attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood were unsuccessful. The slide control function remained stiff, limiting its full range of motion. However, the steering function was unaffected, with the distal catheter tip continuing to rotate approximately 170° in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the pulseselect generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed that there was a broken electrode in the shaft and entangled wires in the shaft. Hipot and electrical continuity testing confirmed the integrity of the electrode wire insulation. However, electrical continuity revealed an open loop at electrode e5. In conclusion, the loop catheter failed the returned product inspection due to the spiral array deformations and broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during map creation for a pulsed field ablation procedure, the signal on one electrode suddenly started displaying noise. Connections were checked, but the issue persisted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.